Event description:
Complainant alleged that the medics were attempting to defibrillate a pt who was in cardiac arrest, but the device displayed a "check electrodes" message and dotted lines. The medic reported that pt defibrillation was achieved by the manipulation of the multi-function cable connector. The pt was shocked once at 200 joules, once at 300 joules, and two times at 360 joules. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.